Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The drawing specified the locations and sizes of the device markings. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the endoscopic cann. Drl. Bit 4.5 strl had poor markings from 35- 50 mm. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the part drawing found that line markings must be made in 2mm increments, and the numbers must be 0.06 high and marked in 10mm increments. Numbers must be marked in two places 180 degrees apart. A visual inspection of the returned device found that it is not in its original packaging. The device is worn from use, and there is debris inside and outside of the shaft. There are abrasions on the shaft of the device from the bit to approximately the 50mm mark. The markings are worn, but still legible. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include wear of the device during use, off-axis insertion of the device, or inappropriate or excessive force to the device . Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.